Manufacturer narrative:
Evaluation summary:(B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that outer tubing overlay with cosmetic environmental stress crack and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased.